Event description:
Event description boston scientific crm received information that at a follow0up visit, this left ventricular lead exhibited non-capture, impedances greater than 2000 ohms, oversensing and reproducible noise. No adverse patient effects were reported.